Event description:
The patient was administered IV sedation and during procedure a total of nine treatments were delivered. No device observations or adverse events occurred during the procedure. It was reported that post procedure, the patient was reported to be experiencing urinary discomfort for which the patient was given uribel 118mg 1 tab resolving the symptom. At 8 days post procedure, the patient was reported to have experienced acute urinary retention for which alfuzosin hci ER 10 mg was given resolving the symptom. At 15 days post procedure, the patient was reported to be experiencing worsening of urinary urgency, penis sore, increased nocturia and pelvic discomfort. However, the patient was administered uribel and ibuprofen (dose unknown) only for the pelvic discomfort symptom. At 44 days post procedure, the patient was reported to be experiencing an urinary tract infection (uti) for which culture performed was positive. The patient was administered sulfamethoxaole trimethoprim and amoxicillin (dose unknown) for the uti. The investigator assessment of the patient symptoms post the index procedure were assessed as related to the procedure. The investigator assessment of the device relationship to the urinary discomfort was assessed as probable related to the device, and the penis sore symptom, as unlikely related to the device. The device relationship to the patient symptoms of urinary retention, worsening of urinary urgency, uti, increased nocturia, and pelvic discomfort were assessed as unlikely related to the device. The patient symptom of uti resolved 19 days post onset symptom, and the symptoms of worsening of urinary urgency, penis sore, increased nocturia, pelvic discomfort and urinary discomfort resolved 218 days post onset symptoms. Adjudication by the clinical endpoint committee (cec) assessed the urinary discomfort as definite related to the treatment and possibly related to the device. The cec adjudicated the acute urinary retention as unlikely related to the device and definite related to the procedure.

Manufacturer narrative:
B5 event description: updated to reflect pelvic pressure updated to pelvic discomfort. The device is not available for analysis. A review of the device IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The potential cause(s) and controls for complaints related to the clinical event were identified. Based on review of the information available an assignable cause of known inherent risk of device was assigned to this investigation.

Event description:
The patient was administered IV sedation and during procedure a total of nine treatments were delivered. No device observations or adverse events occurred during the procedure. It was reported that post procedure, the patient was reported to be experiencing urinary discomfort for which the patient was given uribel 118mg 1 tab resolving the symptom. At 8 days post procedure, the patient was reported to have experienced acute urinary retention for which alfuzosin hci ER 10 mg was given resolving the symptom. At 15 days post procedure, the patient was reported to be experiencing worsening of urinary urgency, penis sore, increased nocturia and pelvic pressure. However, the patient was administered uribel and ibuprofen (dose unknown) only for the pelvic pressure symptom. At 44 days post procedure, the patient was reported to be experiencing an urinary tract infection (uti) for which culture performed was positive. The patient was administered sulfamethoxaole trimethoprim and amoxicillin (dose unknown) for the uti. The investigator assessment of the patient symptoms post the index procedure were assessed as related to the procedure. The investigator assessment of the device relationship to the urinary discomfort was assessed as probable related to the device, and the penis sore symptom, as possible related to the device. The device relationship to the patient symptoms of urinary retention, worsening of urinary urgency, uti, increased nocturia, and pelvic pressure were assessed as unlikely related to the device. The patient symptom of uti resolved 19 days post onset symptom, and the symptoms of worsening of urinary urgency, penis sore, increased nocturia, pelvic pressure and urinary discomfort resolved 218 days post onset symptoms. Adjudication by the clinical endpoint committee (cec) assessed the urinary discomfort as definite related to the treatment and possibly related to the device. The cec adjudicated the acute urinary retention as unlikely related to the device and definite related to the procedure.

Manufacturer narrative:
Event description: updated to reflect adjudication for the patient symptoms of urinary discomfort and acute urinary retention and medication dose administered. The device is not available for analysis. A review of the device IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The potential cause(s) and controls for complaints related to the clinical event were identified. Based on review of the information available an assignable cause of known inherent risk of device was assigned to this investigation.

Event description:
The patient was administered IV sedation and during procedure a total of nine treatments were delivered. No device observations or adverse events occurred during the procedure. It was reported that post procedure, the patient was reported to be experiencing urinary discomfort for which the patient was given uribel 118mg 1 tab resolving the symptom. At 8 days post procedure, the patient was reported to have experienced acute urinary retention for which alfuzosin hci ER 10 mg was given resolving the symptom. At 15 days post procedure, the patient was reported to be experiencing worsening of urinary urgency, penis sore, increased nocturia and pelvic pressure. However, the patient was administered uribel and ibuprofen (dose unknown) only for the pelvic pressure symptom. At 44 days post procedure, the patient was reported to be experiencing an urinary tract infection (uti) for which culture performed was positive. The patient was administered sulfamethoxaole trimethoprim and amoxicillin (dose unknown) for the uti. The investigator assessment of the patient symptoms post the index procedure were assessed as related to the procedure. The investigator assessment of the device relationship to the urinary discomfort was assessed as probable related to the device, and the penis sore symptom, as unlikely related to the device. The device relationship to the patient symptoms of urinary retention, worsening of urinary urgency, uti, increased nocturia, and pelvic pressure were assessed as unlikely related to the device. The patient symptom of uti resolved 19 days post onset symptom, and the symptoms of worsening of urinary urgency, penis sore, increased nocturia, pelvic pressure and urinary discomfort resolved 218 days post onset symptoms. Adjudication by the clinical endpoint committee (cec) assessed the urinary discomfort as definite related to the treatment and possibly related to the device. The cec adjudicated the acute urinary retention as unlikely related to the device and definite related to the procedure.

Manufacturer narrative:
Event description: updated to reflect assessment change of penis sore symptom from possible to unlikely. The device is not available for analysis. A review of the device IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The potential cause(s) and controls for complaints related to the clinical event were identified. Based on review of the information available an assignable cause of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
Event description: updated to reflect adjudication for the patient symptoms of urinary discomfort and acute urinary retention and medication dose administered.

Event description:
The patient was administered IV sedation and during procedure a total of nine treatments were delivered. No device observations or adverse events occurred during the procedure. It was reported that post procedure, the patient was reported to be experiencing urinary discomfort for which the patient was given uribel 118mg 1 tab resolving the symptom. At 8 days post procedure, the patient was reported to have experienced acute urinary retention for which alfuzosin hci ER 10 mg was given resolving the symptom. At 15 days post procedure, the patient was reported to be experiencing worsening of urinary urgency, penis sore, increased nocturia and pelvic pressure. However, the patient was administered uribel and ibuprofen (dose unknown) only for the pelvic pressure symptom. At 44 days post procedure, the patient was reported to be experiencing an urinary tract infection (uti) for which culture performed was positive. The patient was administered sulfamethoxaole trimethoprim and amoxicillin (dose unknown) for the uti. The investigator assessment of the patient symptoms post the index procedure were assessed as related to the procedure. The investigator assessment of the device relationship to the urinary discomfort was assessed as probable related to the device, and the penis sore symptom, as possible related to the device. The device relationship to the patient symptoms of urinary retention, worsening of urinary urgency, uti, increased nocturia, and pelvic pressure were assessed as unlikely related to the device. The patient continue to experience the symptoms of worsening of urinary urgency, uti, penis sore, increased nocturia, and pelvic pressure. Adjudication by the clinical endpoint committee (cec) assessed the urinary discomfort as definite related to the treatment and possibly related to the device. The cec adjudicated the acute urinary retention as unlikely related to the device and definite related to the procedure.

Event description:
The patient was administered IV sedation and during procedure a total of nine treatments were delivered. No device observations or adverse events occurred during the procedure. It was reported that post procedure, the patient was reported to be experiencing urinary discomfort for which the patient was given uribel (doze unknown) resolving the symptom. 8 days post procedure, the patient was reported to have experienced acute urinary retention for which alfuzosin (dose unknown) was given resolving the symptom. 15 days post procedure, the patient was reported to be experiencing worsening of urinary urgency, penis sore, increased nocturia and pelvic pressure. However, the patient was administered uribel and ibuprofen (dose unknown) only for the pelvic pressure symptom. 44 days post procedure the patient was reported to be experiencing an urinary track infection (uti) for which culture performed was positive. The patient was administered sulfamethoxazole trimethoprim and amoxicillin (dose unknown) for the uti. The investigator assessment of the patient symptoms post the index procedure was assessed as related to the procedure. The investigator assessment of the device relationship to the urinary discomfort was assessed as probable related to the device , and to the penis sore, as possible related to the device. The device relationship to the patient symptoms of urinary retention, worsening of urinary urgency, uti, increased nocturia, and pelvic pressure was assessed as unlikely related to the device. The patient continue to experience the symptoms of worsening of urinary urgency, uti, penis sore, increased nocturia, and pelvic pressure. No further information is available.

Manufacturer narrative:
Event description: updated to reflect adjudication for the patient symptoms of urinary discomfort and acute urinary retention and medication dose administered. The device is not available for analysis. A review of the device IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The potential cause(s) and controls for complaints related to the clinical event were identified. Based on review of the information available an assignable cause of known inherent risk of device was assigned to this investigation.

Event description:
The patient was administered IV sedation and during procedure a total of nine treatments were delivered. No device observations or adverse events occurred during the procedure. It was reported that post procedure, the patient was reported to be experiencing urinary discomfort for which the patient was given uribel 118mg 1 tab resolving the symptom. At 8 days post procedure, the patient was reported to have experienced acute urinary retention for which alfuzosin hci ER 10 mg was given resolving the symptom. At 15 days post procedure, the patient was reported to be experiencing worsening of urinary urgency, penis sore, increased nocturia and pelvic pressure. However, the patient was administered uribel and ibuprofen (dose unknown) only for the pelvic pressure symptom. At 44 days post procedure, the patient was reported to be experiencing an urinary tract infection (uti) for which culture performed was positive. The patient was administered sulfamethoxaole trimethoprim and amoxicillin (dose unknown) for the uti. The investigator assessment of the patient symptoms post the index procedure were assessed as related to the procedure. The investigator assessment of the device relationship to the urinary discomfort was assessed as probable related to the device, and the penis sore symptom, as possible related to the device. The device relationship to the patient symptoms of urinary retention, worsening of urinary urgency, uti, increased nocturia, and pelvic pressure were assessed as unlikely related to the device. The patient continue to experience the symptoms of worsening of urinary urgency, uti, penis sore, increased nocturia, and pelvic pressure. Adjudication by the clinical endpoint committee (cec) assessed the urinary discomfort as definite related to the treatment and possibly related to the device. The cec adjudicated the acute urinary retention as unlikely related to the device and definite related to the procedure.